Manufacturer narrative:
Per updated information, this case is a duplicate of report number 9710602-2017-00118 filed on 5/23/2017. Therefore, this report will be closed as invalid and is not reportable.

Manufacturer narrative:
(B)(4). Per log review, "acb (anesthesia control board) com fail' and 'compatibility incomplete no versions from acb' were noted. Acb has been suggested to be replaced.

Event description:
The hospital reported that, unit went to malfunction. There was no reported patient involvement.